Event description:
As reported, at the time of removing a 5f straight pigtail 6 side holes (sh) infiniti catheter to change to another unknown catheter it was stuck in the unknown guide sheath and did not come out easily. The catheter was carefully removed to prevent it from breaking. No additional intervention was required. The procedure was performed without any complications and the patient came out fine. The device was stored, handled, and prepped according to the instructions for use (IFU). The intended procedure was cardiac catheterization with aortogram for angina pectoris. There were no anomalies noted when removed from the package nor prior to inserting the product the product into the patient. There was no excessive torqueing required. The device was discarded and will not be returned, however twelve sterile devices of the same lot will be returned.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18091512 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, at the time of removing a 5f straight pigtail 6 side holes (sh) infiniti catheter to change to another unknown catheter it was stuck in the unknown guide sheath and did not come out easily. The catheter was carefully removed to prevent it from breaking. No additional intervention was required. The procedure was performed without any complications and the patient came out fine. The device was stored, handled, and prepped according to the instructions for use (IFU). The intended procedure was cardiac catheterization with aortogram for angina pectoris. There were no anomalies noted when removed from the package nor prior to inserting the product the product into the patient. There was no excessive torqueing required. The product was not returned for analysis. A product history record (phr) review of lot 18091512 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft)-withdrawal difficulty - through sheath¿ could not be confirmed without the return of the device. Procedural/handling factors and/or vessel characteristics (heavily calcified sfa, cto) might have contributed to the reported event. With the limited information provided a definitive clinical conclusion cannot be made. Per the instructions for use (IFU), although not intended as a mitigation of risk, ¿exercise care when removing guidewires from multiple-curve catheters. To prevent kinking of 5f (1.65 mm) and smaller angiographic catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. Before use, flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution. Procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure." Based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.